Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had other critical insulin pump error. Customer experienced high blood glucose level. Customer's blood glucose value was 284 mg/dl at the time of the incident. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly, vibrator, battery tube and motor during visual inspection.